Manufacturer narrative:
(B)(4). The lead was discarded at the hospital following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out of range pacing impedance measurements. During an explant procedure for the right ventricular (rv) lead it was noted that the ra and rv leads had grown connected to each other. Therefore, this lead was explanted along with the rv lead. No additional adverse patient effects were reported.